Manufacturer narrative:
Product complaint # (B)(4). Date sent: 9/17/2018. Batch number: n56d5c. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage with an gst60b cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/2. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. In addition the cartridge deck was noted to be damage. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife and cartridge is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to a sigmoidectomy procedure, during the first firing with the device and a blue gst reload, the instrument only made a small noise. A new blue gst reload was placed in the same instrument and again, the instrument made a small sound and refused to fire. A second like device was taken (with a new battery as well) and a blue gst reload was placed in. The same problem occurred the third time. A normal green reload was placed in the instrument and the instrument fired normally. Another like device was used to complete the procedure. The procedure was delayed by some minutes. The staple line looked fine. There were no adverse consequences for the patient reported.